Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
It was reported that the ventilator shut down on its own. There was no patient involvement. The customer troubleshot with technical support and stated the unit powers up and operates as expected. Reviewed the ventilator diagnostic logs and had operating on battery power codes logged and low battery alarms. The customer was advised to fully charge the battery before placing the unit back into service.

Manufacturer narrative:
G4: 11may2020, b4: 13may2020. Upon a follow up with the customers biomedical engineer, it was reported that the issue was not duplicated the unit had not been plugged in to charge causing the unit to shutdown. The biomedical engineer performed functionality testing on the unit and all tests passed. No error codes found in the ventilator diagnostic reports and the unit was return to use. The device was not being used for treatment when the reported event occurred. No parts were returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.